Event description:
It was reported that the patient underwent a posterior spinal deformity surgical procedure. It was reported that the patient developed an infection some time post-op. The patient underwent a revision surgery to have the hardware removed since fusion occurred. The removed hardware showed signs of corrosion. No additional patient complications were reported.

Manufacturer narrative:
Hooks, screws, rods. (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.